Event description:
The manufacturer received information alleging the ventilators oxygen setting would not adjust. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. A "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board and interface board need replaced to address the issue. During evaluation, the device failed a step during testing. The device's system board needs replaced to address the issue.